Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 439688 lead implanted: (B)(6) 2012; d314trg ICD implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that an alert was triggered due to high, out of range impedance on the right atrial (ra) lead, along with noise and low impedance. The left ventricular (lv) lead was causing phrenic nerve stimulation. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.